Manufacturer narrative:
E: (B)(6). Institution phone (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that an electrical safety failure had occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was discovered that an electrical safety failure had occurred. A bench service engineer (bse) at bench repair determined that the power cord required a replacement due to having a greater resistance. A quote was sent to the customer for repair. Device evaluation and repair are pending.

Manufacturer narrative:
The bse replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.